Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when removing the electrode pad applied to the posterior, the clinician observed that a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, retained electrodes from the same suspected lot number(s) 4017 and 4317 were evaluated. During testing of the retained samples no discrepancies were found. Review of the maintenance log for the ring and socket show no issues during the manufacture weeks 3917 through 4317. The retained testing suggests the electrodes from the reported lots were assembled to zoll specifications. The investigation is being closed as a no fault found based on evaluation of the retained lot samples. Analysis of reports of this type has not identified an increase in trend.